Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were hard to press and there was pressure behind the buttons. Customer also reported issue with the sensor signal not found and troubleshooting was performed and completed. No keypad anomaly troubleshooting was performed. The customer was advised to removed the battery to re-pressurize the insulin pump. The sensor is being replaced and is not expected to return. Insulin pump is not returning.